Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing difficulty charging his ipg using the charging system. In order to resolve the issue, a replacement charging system has been sent to the pt. Attempts to obtain add'l info regarding the device status have been unsuccessful.